Manufacturer narrative:
The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end, no damage was found. The blade and knife cable were inspected, no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. A grip force test was also performed and passed. A review of the instrument logs of the instrument log for the vessel sealer extend (B)(4) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the vessel sealer extend instrument was not sealing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The surgical task being performed was sealing. The procedure was delayed by 7 minutes. No errors occurred. It was unknown if at the time of the event, during the sealing sequence, there was an audible signal (continuous tone) while the pedal was pressed. It was also unknown if the seal cycle completed with the fast audible tones as expected. No tissue was cut that was not fully sealed. The target tissue was adipose, but it was unknow if the target tissue was under tension during sealing. The following were also unknown: if the tissue had been exposed to chemotherapy, if tissue effect was observed during the sealing cycle, if the jaws came into contact with a clip, suture, staple, or other metal objects when the reported issue was noted, if there was any unexpected additional bleeding experienced by the patient, and the estimated amount of blood loss if there was. No image or procedure video was available.